Manufacturer narrative:
Two actual samples were received for evaluation with unknown minicaps on the dark blue connector and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The mini caps received with the complaint sample were used during leak testing. During visual inspection damage (cracked light blue main body on one unit and broken light blue main body on one unit) was identified. The reported condition was verified on both samples. An assignable cause of the damage could not be determined for either sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event/therapy date was in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets were found to have a cracked twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.